Event description:
A male underwent aaa repair in 2008. The main body graft was deployed in sequence. The contralateral leg was placed. Then, while deploying the final two stents on the ipsilateral side of the main body and the physician released the trigger wire. The pin vise was loosened. The physician could not move the grey positioner through the ipsilateral limb to dock the top cap. Each time they met resistance. They then tried to pull the top cap through without docking but were unsuccessful. Finally a lima guide catheter was advanced up the contralateral side on a jwire. The super stiff amplatz was along side as a "buddy wire". The surgeon cannulated the top cap with the lima catheter. While pushing up and away from the area of resistance with the lima, the top cap was pulled down through the garft without docking into the grey positioner until the common iliac. The wire used when the lima was used was a jwire. A stiff wire was left up there the whole time. Patient is fine.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing the anatomical requirements, contraindications, warnings, precautions, and the correct deployment procedure. The IFU also recommends using a cook lunderquist extra stiff wire guide. Use of this specific wire guide could prevent and/or reduce the probability of this failure from occurring. The device remains implanted. The delivery system and images have not been provided to assist in this investigation. Without the delivery system or images were are unable to determine with certainty why difficulty was encountered, but an internal clinical review did indicate this may be due to product quality. We have notified the appropriate individuals and we will continue to monitor for similar events.